Manufacturer narrative:
Arjo was notified about an event involving a citadel plus bed frame which was used with maxxair ets mattress. Following the information received from the customer, a patient fell out of the citadel plus bed and the side rail of the bed was allegedly bent and broken. The circumstances of the event remain unknown as a nurse was not being with the patient when the event occurred. No information regarding the patient¿s outcome was released by the facility. According to the device inspection results, no defects were found that could have contributed to the incident. Based on the photo evidence provided the left foot side rail (plastic part) of the citadel plus bed was bent slightly and it¿s plastic inner cover was unglued. However, the side rail was locking and unlocking properly. These issues do not influence on side rail operation. It is unknown when the side rail became bent and the plastic cover unglued. Based on the information gathered, it was not possible to establish the root cause of the patient's fall. There were no witnesses present at the time of the incident, therefore, it could not be confirmed whether the side rails were locked and unexpectedly opened, or whether the side rails were not in an upright position during the event. The citadel plus instructions for use (831-374_en) provides information how to lock the side rail: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed (...). It is recommended that side rails (if used) be locked in the full upright position when the patient is unattended." In summary, the citadel plus bed was used with the patient when the event occurred and in that way contributed to the event. The device was found with one of side rail damaged and from that perspective it failed to meet its performance specification. Nevertheless, the malfunction found did not contribute to the event. The complaint was assessed as reportable due to indication about the patient¿s fall.

Event description:
Arjo was notified about an event involving a citadel plus bed frame which was used with maxxair ets mattress. Following the information received from the customer, a patient fell out of the citadel plus bed and the side rail of the bed was allegedly bent and broken. The circumstances of the event remain unknown as a nurse was not being with the patient when the event occurred. No information regarding the patient¿s outcome was released by the facility.